Manufacturer narrative:
Product complaint # (B)(4). The report is being sent by request from FDA stating that initial report has not been received. Lot ml16112510, work order 006167 was reviewed. This lot was manufactured on 12/7/16 and the expiration date is 8/1/2020. One probe in this lot, sn 9 (B)(4) failed to program. There were no other issues with the manufacturing or testing of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for ablation therapy? In the surgeon¿s opinion, what were the contributing factors that led to the probe breaking? What is the current patient status?

Event description:
It was reported that during a bone ablation, after completing the second ablation in the pubic symphysis, with a pr15 probe, for three minutes at 65 watts, when the doctor went to remove the probe, the doctor thought the probe was still frozen and rocked the probe back and forth. The sales rep explained to the doctor that wiggling the probe in bone might crack the tip of the probe. The doctor pulled back on the probe and the probe came out without the tip. The patient was scanned, the tip of the probe was located inside the bone and the doctor filled the space with cement. There were no patient consequences reported.